Event description:
It was reported the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 581 mg/dl. The customer stated they were having high blood glucose in addition to a yeast infection and hives prior to the hospitalization. The customer stated they were treated with an IV drip for their blood glucose. The customer also reported being hospitalized for steven johnson syndrome. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).